Manufacturer narrative:
No conclusion can be drawn with regard to the missing set screw. A quality review of the device history record and production traveler indicates that this device was manufactured to design specifications. Quality inspection checkpoint records during the production of this device indicate that the set screw was present during final inspection.

Event description:
Upon opening the femoral bushing, the rep noticed that the screw was missing. Not in sterile field. Another bushing opened and used.